Event description:
During catheter insertion, where the sheath dilator inserted became a blood vessel perforation.

Manufacturer narrative:
Perforation is a known potential complication of any central venous catheter insertion.